Manufacturer narrative:
Philips service reloaded the flexvision software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced a startup issue resolved by flexvision software reload on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.